Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The single-port (sp) monopolar cautery instrument was analyzed, and the proximal clevis was found to have workmanship issues due to the clevis being detached. Visual inspection at the welds showed that 1 of the 2 welds were missing. The missing weld causes the tip to be less stable and likely caused the tip to be dislodged. No external damages were seen on the housing. The housing was removed and found no internal damages. All input disks articulated without any issues. The probable root cause of the detached clevis findings was attributed to manufacturing issues.

Event description:
It was reported that during central processing, the single-port (sp) monopolar cautery instrument had a broken tip. There was no report of patient involvement.